Event description:
It was reported that the patient received several inappropriate shocks during a software upgrade. This interrupted the upgrade and lead to further attempts to complete the upgrade. The device function was normal after software upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.